Manufacturer narrative:
It was reported that the foley catheter was used to provide a method of re-infusing high ostomy output into a lower mucous fistula (to maintain the patency, function and encourage maturation of the distal bowel, refeeding of stoma losses from a high ostomy into a lower mucous fistula may be considered). Reportedly, upon insertion to the patient, air (not saline) approximately 1.5-2 ml was used to inflate the balloon. It was reported that later on, the foley catheter was noted to be out from the patient with the balloon no longer inflated. There was no serious injury reported related to the incident. The reporting facility stated that this is an off-label use of the foley catheter and concluded that this is user-error. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. The sample was not returned for evaluation. Due to the reported incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter balloon, which was filled with air, would not hold inflation while in the patient.